Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00155. The device was manufactured between 08apr2019 and 09apr2019. The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. Functional testing was performed, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was filled with water to a nominal volume and monitored for twenty-four hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from an unknown location; however, it was near the filling port. The event occurred after filling. There was no patient involvement. No additional information is available.